Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting oversensing, resulting in inappropriate shocks. It was further reported that the patient is pacemaker-dependent, and the oversensing caused an inhibition of pacing.